Event description:
It was reported that a healthcare professional (hcp) had phoned into technical services inquiring about a patient's implantable cardioverter defibrillator (ICD) showing double counting, and the patients right ventricular (rv) lead cross-chamber sensing atrial events, and diminished rv sensing. Increased and high thresholds were also noted on the rv lead and left ventricular (lv) lead. Follow-up was conducted and addition information obtained from a company field representative indicated the right atrial (ra) lead, rv lead, and lv lead had all dislodged due to a twiddlers situation with the patient. The field rep also noted that the rv lead thresholds were unstable. A revision was completed where the ra and rv leads were able to be reused, but the lv lead was extracted and a new lv lead was placed. No further patient complications have been reported as a result of this event.